Manufacturer narrative:
The device was tested by manufacturer and delivered within specifications.

Event description:
Reportedly, the device was set to deliver a solution of rituxan at a rate of 25cc/hr. Thirty minutes after the infusion started, half of the 250cc bag was gone. The device was replaced and the infusion completed. There was no patient injury.